Event description:
A venous ablation procedure was performed in 2009. During a follow-up 4 days later, the physician noted a floating blood clot at the epigastric vein. The pt was prescribed lovenox/warfarin.

Manufacturer narrative:
At the last follow-up, the patient was doing well. No device malfunction is associated with this event.